Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the entire device is slightly worn. No problems were found in the ehl. Functional testing confirmed the complaint as the flow rate was out of specification. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The expulsor will be trimmed upon customer approval.

Event description:
It was reported that the flow rate is too high. There was unknown patient involvement and unknown patient harm/adverse event reported.